Event description:
A tandem mobi cartridge alarm was reported by the customer during the pumping process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. The customer then reloaded the cartridge on their own, successfully resumed insulin therapy, and resolved the issue.